Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821, serial/lot #: -, ubd: unknown, UDI#: unknown work order completed: h3, h6). A manufacturer representative went to the site to test the navigation system. It was reported that hardware was replaced. The system then performed as intended. Codes b01, c08 and d02 are applicable to this evaluation. A05: applicable to the faulted localizer a1102: applicable to the localizer faulted message medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a preventive maintenance (pm), a localizer fault was detected. During troubleshooting, a bump and internal temperature were triggered. There was no patient involved.

Manufacturer narrative:
H3: the camera (product ID: camera refurb 9735821r vega base s8 svc, serial/lot: (B)(6) was returned to the manufacturer for analysis. Analysis found that there was a damaged camera or system control unit (scu). This issue was documented in a medtronic navigation hardware anomaly tracking database. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.